Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
(B)(4). There is no remedial action code for these products. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during system changeout, the left ventricular (lv) lead had a cut in the outer insulation. Blood was noticed under the outer insulation. It was also reported that there was outer insulation breaks on the right ventricular lead. A lead repair kit was used to repair both breaks. Both leads remain in use. It was later reported that during the same procedure, the right atrial lead was explanted and replaced due to oversensing. No patient complications have been reported as a result of this event.

Event description:
It was reported that during system changeout, the left ventricular (lv) lead had a cut in the outer insulation. Blood was noticed under the outer insulation. It was also reported that there was outer insulation breaks on the right ventricular lead. A lead repair kit was used to repair both breaks. Both leads remain in use. No patient complications have been reported as a result of this event.